Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer adjusted the pump settings, and accidentally changed the bolus settings from "carbohydrates" to "units". Subsequently, the user requested a food bolus, but instead inadvertently requested a bolus using units and the customer experienced a blood glucose (bg) level less than 40 mg/dl. Dextrose with water and glucose tablets were consumed to address bg. Tandem technical support reviewed the pump data logs and found that the customer had delivered multiple boluses and set a temporary basal rate of 200% prior to experiencing low bg. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.